Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the portion of the tubing appeared to be damaged; however due to the quality of the photo the analysis was unable to verify the reported leak. Due to the nature of the returned sample, the reported condition could not be refuted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of a 12 foot extension set easy lock. This was identified while in use on a patient for automated peritoneal dialysis (pd) therapy. The home patient (hp) discovered this ¿during the end¿ of the treatment. As a result, the hp closed the transfer set, ended the therapy session and called the clinic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.